Event description:
Caller states that the patient tested 1.9 inr on first device and 1.36 inr on second device during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used with first device: 281a, 9/30/07.